Event description:
According to the report, a hero graft infection was reported to (B)(4) by (B)(6). Dr. (B)(6) said that a patient he implanted a hero graft approximately 1 year ago has presented with a general infection. The patient lives in (B)(6). The medical staff from (B)(6) contacted dr. (B)(6) letting him know that the patient is presenting once a month with sepsis. Patient is having a surgery on thursday (B)(6) 2015 to remove the venous outflow component and start the patient on antibiotics. It is unknown whether hero 1001 or hero 1002 could be responsible for the reported event. Both product codes will be investigated however, only one medwatch will be submitted under product code hero 1001.

Manufacturer narrative:
A hero graft infection was reported to cryolife representative by (B)(6). Dr. (B)(6) said that a patient in which he implanted a hero graft approximately 1 year ago has presented with a general infection. The patient lives in (B)(6). The medical staff from (B)(6) contacted dr. (B)(6) letting him know that the patient is presenting once a month with sepsis. Patient was having surgery on thursday (B)(6) 2015 to remove the venous outflow component and start the patient on antibiotics. The hero venous outflow component (voc) was returned to cryolife and was received 3/23/2015. Upon opening the sample return kit, it was immediately noted that the marker band was missing from the end of the voc. There was no damage to the nitanol braiding, tearing, or indentation where the marker band would have been; therefore, it appears the marker band may have been cut off (subsequent information from the surgeon confirmed the maker band was cut off during explant and sent for cultures). The entire length of the voc was thoroughly examined and there was no evidence of damage anywhere along the voc. There was no pus or visible evidence of infection anywhere on/in the voc. No cultures were able to be taken from the voc as it had been shipped in formalin which would have killed any contaminants on the voc. It was then confirmed that there was no obstruction or clots within the voc as the entire length of the voc was visible when looking through the voc. An email was sent to dr. (B)(6) on 3/25/2015 requesting additional information. Dr (B)(6) responded later the same day: "I implanted the hero graft on (B)(6) 2014. I didn't see the patient since then. I believe he was mostly treated at a second hospital you would have to talk to his nephrologist to get those information. There was no site infection to my knowledge. After discussing this with your clinical specialist, she recommended just to change the voc. The marker band was cut during surgery. He is doing fine since surgery as far as I know, again you have to talk to his nephrologist." Cryolife attempted to contact the nephrologist; however attempts were unsuccessful. Additional information was requested from the clinical specialist. She confirmed she did speak with dr. (B)(6) on 03/17/2015. After talking with the surgeon she found out the patient had symptomatic bacteremia. She shared with him anecdotal feedback from other surgeons that a chronic bacteremic patient with a functioning hero has been treated by each of them by changing out the voc portion of the system. She confirmed with dr. (B)(6) that the patient was free of bacteremic symptoms pre-operatively. The cryolife rep shared his notes from his meeting with the dialysis coordinator: "april (B)(6) 2014 was the date of implant; (B)(6) 2014 was the first cannulation (accuseal graft was used); (B)(6) 2014 patient was discharged; patient had a fever on (B)(6) 2014; cultures of (B)(6) on (B)(6) 2014 (cultures at (B)(6)); (B)(6) 2014 access site was red/warm and put on vanco; **also had a groin abscess on (B)(6) 2014; patient was sent to (B)(6); patient did not have a fever again ((B)(6) 2014); (B)(6) 2014 dr. (B)(6) reported no vascular access problems; (B)(6) 2014 patient was admitted with tracheitis. Ruled out sepsis; (B)(6) 2014 patient presented with (B)(6) and trach infection; (B)(6) 2015 - cultures of the voc were negative as well as negative cultures of PICC line ((B)(6)).**it was noted that the mother of the patient was taking the patient's catheter home and cleaning it herself." Additional information was received on 04/25/2015 that the hero graft became infected and the surgeon removed "all of it." The entire graft was sent for cultures and there was pus which was also cultured. On 05/18/2015 dr. (B)(6) shared the following additional information: "* when was it identified there was an infection: patient had the day after initial insertion a year ago, erythema of the arm along the arterial limb. This however resolved within a few days. I doubt this was infection since it occurred less than 24 hours later, I tunneled it very superficially, so a reaction may have been the cause." "* was it local or systemic: patient had never purulent drainage from the needle sites. It was originally placed on (B)(6) 2014. He has multiple medical issues including permanent trach, prune belly syndrome, 3 failed kidney transplants, poor hygiene due to bedridden etc. He had apparently once every 4-6 weeks fever and blood positive cultures (I believe (B)(6) but I am not sure since I did not care for him until when he came back for surgery). Apparently he would get IV antibiotics for several weeks and his blood would get sterile and then as soon as they would stop antibiotics he would have again systemic symptoms. On top of that he started to develop resistance of the antibiotics. So he was referred to me in (B)(6) 2015." "* when did you explant: explant of voc on (B)(6) 2015. At least 5 days prior to that he had negative blood cultures and was all along on IV abx [antibiotics]. At time of surgery there was a few cc of turbid fluid at the connection site between the arterial inflow and venous outflow tubing, which was cultured and it showed few (B)(6), but the voc cultures were negative. He was still treated with IV abx for several more weeks (all his abx were managed by ID [infectious disease]) he came back on (B)(6) 2015 with fever and (B)(6) positive blood cultures again. At this point I decided to take everything out on (B)(6) 2015 I explanted everything. There was 5 cc of pus at the connection between the venous outflow tract and the arterial inflow, which was cultured ((B)(6)), otherwise there was no obvious gross contamination of the graft. I cut the arterial tube in 6 pieces and sent them separately for cultures and all of them came back as (B)(6) positive. In order not to lose access I placed a permacath through the ij but tunneled it through a different place on the chest. So far I haven't heard anything back from him so I am assuming he doesn't have any more septicemia. My plan is to let him heal for several months until all the infection is cleared, I can't exchange the permacath if it gets infected but I want to remove every bug if possible. After that is achieved, then I put a fresh hero catheter in." Shipping records were reviewed to determine possible lot numbers associated with the complaint. The manufacturing records for the lots identified were reviewed , and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The product is terminally sterilized by a validated method and process challenge devices (pcds) were found to be sterile post processing. The hero graft IFU lists infection as a potential complication. The patient selection considerations listed in the hero graft IFU states the patient should be screened for infection and ensure infection is resolved prior to hero graft implant procedure. It also states to prophylactically treat the patient in the peri-operative period with antibiotics based upon the patient's bacteremia history. The implanting and explanting surgeon had not seen this patient for approximately a year since the initial implant. Additional information indicates this patient has had several documented infections including (B)(6), a groin abscess, tracheitis and tracheotomy infection over the course of this past year. Infection is a known complication of prosthetic arteriovenous (av) grafts. They are frequently associated with cannulation sites and this may have perpetuated the initial documentation of infection as it occurred within days after the first cannulation. A graft infection can be clinically managed via surgical explant, and antibiotic therapy was done with this patient. Given the difficult clinical state of the patient's history of groin and thracheotomy infections, it is difficult to make a singular correlation to the hero graft, and even more perplexing as the culture from the explanted venous outflow component was negative. The additional information supplied indicates that a modification was done at the time of implant to include an accuseal graft attached to a small portion of the arterial graft component. The IFU provides adequate instructions to implant the device in the intended configuration. Clinical outcomes with the hero graft in conjunction with an accuseal graft have not been evaluated by cryolife. However, the accuseal graft is an approved medical device to be used for av access so one would anticipate similar clinical outcomes, including anticipated adverse events as those reported above. The uncontrolled infection which presented following the voc removal warranted hero device explant. Known systemic infection is listed as a contraindication of the IFU and therefore the surgeon's decision to place a permacath and wait until the infection is eradicated is appropriate. A root cause for this event is unknown; however, based on the available information a possible root cause is primary infection of the accuseal arterial graft resulting from cannulation. There was likely secondary infection of the voc component. The voc is unlikely to have been the source of the infection as it undergoes a validated sterilization process and the original voc showed no growth of (B)(6) after removal. Infection is a known potential complication listed in the hero graft instructions for use. The hero graft IFU contraindicates use of the hero device in patients with known preexisting bacteremia. In addition, instructions for screening blood cultures to rule out asymptomatic bacteremia and recommended antibiotic therapy are also provided in the IFU. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
According to the report, a hero graft infection was reported to by (B)(6). Dr. (B)(6) said that a patient he implanted a hero graft approximately 1 year ago has presented with a general infection. The patient lives in (B)(6). The medical staff from (B)(6) contacted dr. (B)(6) letting him know that the patient is presenting once a month with sepsis. Patient is having a surgery on thursday (B)(6) 2015 to remove the venous outflow component and start the patient on antibiotics. It is unknown whether hero 1001 or hero 1002 could be responsible for the reported event. Both product codes will be investigated however, only one medwatch will be submitted under product code hero 1001.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.